Manufacturer narrative:
No product was returned for evaluation as the device remains in situ. No images or radiographs were provided. Operative notes and/or immediate post-op radiograph images were not provided for review of usage/technique. It is unknown if the construct was properly positioned and locked during the initial procedure; further, the patient's bone quality and post-operative activity levels are unknown. A review of manufacturing records was unable to be performed as the part and lot information of the product involved in the event was not available. Based on the information obtained the complaint was unable to be confirmed and a root cause of the reported event was unable to be determined conclusively; however, based on previous investigations improper positioning of the locking mechanism, potential damage to the locking mechanism, improper (off-center or excessively angled) screw placement, or insufficient bony fixation during the initial procedure including may have caused or contributed to the reported event. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. Labeling review: "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." "...warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient...proper patient selection is critical to the success of the procedure. Only patients who satisfy the criteria set forth under the indications section of this document and who do not have any of the conditions set forth under the contraindications section of this document should be considered for spinal fixation surgery using the nuvasive acp system. In addition, patients who smoke have been shown to have an increased incidence of pseudarthrosis. Based upon the fatigue testing results, the physician/surgeon should consider the levels of implantation, patient weight, patient activity level, other patient conditions, etc, which may impact the performance of the system..." "...follow proper instrument selection as specified in the surgical technique. The nuvasive acp system is designed to provide biomechanical stabilization as an adjunct to cervical fusion and should be used with anterior column support. Without anterior column support, its use may not be successful. Spinal fixation should only be undertaken after the surgeon has had hands on training in this method of spinal fixation and has become thoroughly knowledgeable about spinal anatomy and biomechanics. A surgical technique is available for instructions on the important aspects of this surgical procedure...care should be taken to ensure that all components are ideally fixated prior to closure..." "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." "...pre-operative warnings: only patients that meet the criteria described in the indications should be selected. Patient condition and/or predispositions such as those addressed in the aforementioned contraindications should be avoided. Care should be used in the handling and storage of the acp implants. The implants should not be scratched or damaged. Implants and instruments should be protected during storage and from corrosive environments. For sterile implants: assure highly aseptic surgical conditions, and use aseptic technique when removing the acp implant from its packaging. Inspect the implant and packaging for signs of damage, including scratched or damaged devices or damage to the sterile barrier. Do not use the acp implants if there is any evidence of damage...care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..." "...post-operative warnings: damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques..."

Event description:
It was reported that post-operative follow up x-rays identified that a screw backed out of an implant. No revision has since been scheduled and the patient is being monitored. The patient had not reported any issues as a result of the screw back out. No additional information has been obtained.

Event description:
Corrected information listed in h10.

Manufacturer narrative:
Correction: g3. Initial report contained an erroneous date in g3. The correct date is 25 oct 2024.